Event description:
Reportedly, during testing, there was an "o2 sensor error" alarm which continued after calibration. Upon replacing the oxygen sensor, this issue was resolved. There was no patient involvement.